Event description:
An (B)(6) female presents for extraction of two (2) pacemaker leads, indwelling for 96 months, due to persistent gram positive bacteremia. A spectranetics glidelight laser sheath was used to extract the leads. During lasing of the rv lead a tear to the svc occurred. The tear was repaired and the patient survived the intervention.